Event description:
It was reported that pump displayed malfunction alarm code 9, and caller stated that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical Support provided pump reset information, assisted caller with resetting pump, confirmed that malfunction did not recur after reset, advised caller to continue using pump, and instructed caller to call back if malfunction alarm occurred again, which caller acknowledged and understood.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.